Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 failed to open and was not detected on the bus. The customer had rebooted the station but still issue persist. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed and not opening and not detected on the bus. A field service engineer (fse) checked the station and drawer, reseated the row board cables for drawer 5, and identified a broken lid in drawer 5.1 and replaced. The system was rebooted and diagnostics were run successfully. Pharmacy operations were restored and verified. The system functioned as intended after field service engineer repaired the device.